Event description:
It was reported in an abstract article that a study was conducted on 16 patients (16 vertebrae) with osteoporotic vertebral compression fracture, who underwent balloon kyphoplasty procedures (bkp). Patients with neurological symptoms were excluded. All patients had at least 2 months of failed conservative treatment (despite therapy, fracture remained unstable). The study included 3 men and 13 women; age at surgery: 80 ± 7.76 years; mean duration of disease: 5.7 ± 3.6 months; mean operative time: 59 minutes; mean follow-up duration: 11 months. Treated levels: t1 (n=12), t12 (n=7), l4 (n=4), l2 (n=2) and l4 (n=1). The patients' underlying diseases included hypertension (n=4), rheumatoid arthritis (n=4), diabetes (n=3), depression (n=3) and prostatic cancer (n=1). It was reported that one patient fell at home and felt lumbar pain. Plain radiographs showed instability at t12 due to compression fracture. CT and MRI images that were taken 2 months after the injury revealed cleft and edema, respectively. The patient developed mild posterior wall injury, but no neurological symptoms, and received bkp for the lumbar pain which had not improved. Intervertebral height could be restored to some extent at the time of positioning (prone position). It was reported that 5.5cc of pmma was injected into the right and left side cavities of the vertebra, respectively. The patient reportedly developed severe lumbar pain the day after surgery. Cement migration was found 4 months postoperatively and the pain did not improve. At the present time, the patient is reportedly under close follow-up, but is scheduled to receive another operation in the future. No further information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.